Event description:
A malfunction was reported by the caller concerning the pump. There was no reported adverse impact to the customer. Technical support provided the necessary instructions to reset the pump, and the issue was resolved as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappears.